Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia for the revision surgery on (B)(6) 2021. This report is submitted on november 12, 2021.

Manufacturer narrative:
This report is submitted on october 15, 2021.

Event description:
Per the clinic, the patient experienced bone and tissue overgrowth underneath the magnet and underwent revision surgery on (B)(6) 2021 to remove this excess tissue and bone growth around the implant. Subsequently, the loosened implant magnet screw was tightened in the same surgery. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.